Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified test strips expire 04/30/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 89mg/dl and 93mg/dl. Reviewed meter memory: (B)(6). Customer received a result of 58 mg/d and 74 mg/dl back to back today at 03:30 pm nonfasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill. Additional product codes added.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified test strips expire 04/30/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 89mg/dl and 93mg/dl. (B)(6). Customer received a result of 58 mg/d and 74 mg/dl back to back today at 03:30 pm nonfasting. No adverse event reported. Customer received a result of 58 mg/d and 74 mg/dl back to back today at 03:30 pm nonfasting. Customer normal blood glucose levels are 120-130 mg/dl . Customer is visually impaired and could not identify the date and time on the meter.